Manufacturer narrative:
Despite attempts, no additional details regarding this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this endotak reliance right ventricular (rv) lead was broken. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.